Manufacturer narrative:
(B)(4). Date sent: 1/7/2026. D4: batch #unk. A manufacturing record evaluation was performed for the finished ech60s, with lot/batch number a9874k, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the ech45s was included in the package of the ech60s, and was replaced with a new one. The ech45s inside was discarded unused. The sales rep received packaging lot information from a customer over the phone that ¿the issue occurred in lot a9874k¿, but no photographs were provided. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information was provided.